Manufacturer narrative:
(B)(4). The lot 13g029 was manufactured july 2, 2013 - july 3, 2013. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a basal/bolus infusor ruptured. This occurred during filling of the device with an unknown drug(s). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the sample identified a ruptured reservoir. The ruptured reservoir was microscopically analyzed and markings on the interior surface of the reservoir were observed near the rupture line. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.